Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi, 152 mg/dl, and 143 mg/dl. No blood glucose symptoms reported with these results. No actions taken based on device results. Controls were run one week ago, and were in range. No adverse event reported. Requested return of suspect device and replacement was sent.